Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post operation the atrial lead had loss of capture and had dislodged. The lead was repositioned and remains in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.